Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 75 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that at the pump refill the actual amount of drug aspirated from the pump was 22 ml, but the expected amount was 2.9 ml. Per the hcp, the patient was not displaying any withdrawal type symptoms at this time and no alarms were going off. It was noted that there were no environmental factors that contributed to the issue and that a probable pump study would be performed in the future. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.